Event description:
Pt reported that the back to back test readings obtained on the meter using different finger sticks were 260, 152 and 142 mg/dl (64% difference). No symptoms were reported. Control test reading (128) was in range (97-145). Lfs rep reviewed qc procedures and discussed meter/lab comparisons versus back to back testing. (Lfs rep recommended that pt do meter/lab comparison.) There was no allegation of harm.